Event description:
Feeding tube inserted. Clinician reports gastric placement verified and tube advanced for small bowel placement. Pt stable and pending x-ray confirmation prior to feeding. About 1-2 hours after procedure, clinicians discovered pt had tension pneumothorax. Reports feeding tube possibly in lung per x-ray. Pt deteriorated during insertion of chest tube to treat pneumothorax; dnr; pt expired.